Manufacturer narrative:
The fse visited the customer site and identified an issue with the sample pipetter. The sample pipetter was replaced and some contamination in the washing station was cleaned. Afterwards, the instrument was operating within specification.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for multiple patients tested for vitamin b12 and ferritin on an analytical e module. The customer provided examples of erroneous results for 4 patient samples tested for either vitamin b12 or ferritin. The erroneous results were not reported outside of the laboratory. Patient 1 initial vitamin b12 result was < 50 mg/l. The repeat result on (B)(6) 2017 was 418 mg/l. Patient 2 initial vitamin b12 result was < 50 mg/l. The repeat result on (B)(6) 2017 was 188 mg/l. Patient 3 initial ferritin result was < 0.5 mg/l. The repeat result on (B)(6) 2017 was 11.1 mg/l. Patient 4 initial ferritin result was < 0.5 mg/l. The repeat result on (B)(6) 2017 was 15.4 mg/l. The initial results were from (B)(4) cups from the modular pre-analytic (mpa) system. The customer has had no issues with aliquot samples from the mpa. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. Measuring cells were replaced on (B)(6) 2017. The field service engineer (fse) noted at this time that the voltage adjustment was high. The customer did not see any dirt on the sample probe and did not mention any abnormalities related to system operation. Sample pipetting issues are a common potential root cause for low results for the type of tests the customer is complaining about.